Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation, dry skin, and sore muscles upon wearing the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to wear a larger garment and move the lifevest off the skin irritation. The distributor provided larger garments as requested. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.